Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass. The insulin pump was unable to perform the displacement test, prime test and excessive no delivery test due to the liquid crystal display damage. The unit had cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corners, a minor scratched liquid crystal display window, and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed intermittent no delivery alarms during basal deliveries. The customer stated that he tried using the insulin pump again, and the insulin was delivered. The customer did not know the blood glucose reading. The customer stated that insulin did not exit and that the insulin pump alarmed no delivery during a re-prime attempt. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir/infusion set at the tubing connector, and push insulin slowly through the tubing with the plunger. The insulin did exit the tubing. He was advised to rewind the device, reinsert the reservoir, and run a manual prime to 5.0 units or more. The insulin exited with the manual prime. He was advised that the insulin pump worked as designed but expressed concern with the device's functionality. He was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the device. He agreed to return the device for analysis.